Event description:
It was reported that the patient had a syncopal episode one day prior to a clinic visit, where it was noted that there was low impedance of 100 ohms and no capture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.